Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise platelet data for one patient on the c-d sapphire analyzer. The following data was provided for sid 37978973004: plto initial 24.01, repeats 14.03, 14.89, 4.71 plti initial 28.64, repeats 19.99, 21.30, 9.47 there was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.